Event description:
Incident as reported: robotic assisted laparoscopic nephrectomy - "during robotic portion of case, md noted piece of 5mm cannula seal broke off during insertion of robotic instrument."

Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.